Manufacturer narrative:
The small grasping retractor instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Other cables were not damaged. The instrument housing was removed from the back end, no damage was observed. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. Additionally, further inspection of the instrument found various scratch marks removed on the main tube. The scratch marks were 0.104¿ - 0.238¿ in length and were not aligned with the tube axis. The root cause of scratch marks is typically attributed to user mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the instrument (pn 470318-10/lot # n10210412 0029) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had two uses remaining after last use. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor instrument was observed to have a defective control wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, but they could not provide any additional information regarding the reported event. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information as well.